Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable being damaged was not confirmed. The mpu (serial number (B)(6) was not returned for analysis. Questions regarding the return status of the mpu were asked multiple times and no responses were received. This event will be reopened with further investigation if the mpu is returned for analysis. The root cause of the reported event was unable to be conclusively determined. Review of the device history record for (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 17aug2017. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 - medical device problem code: correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the annual maintenance, it was observed that the mobile power unit (mpu) patient cable was damaged and unable to connect to battery clip. The unit will be sent in for repair. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.